Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet ultra system console was selected for use in a thrombectomy procedure. Before the procedure, the system displayed a power error code 71 and patient was already sedated. The procedure was cancelled. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the ultra console was received by san jose cis in good condition with no physical damages/defects observed. The ultra console was plugged into the wall outlet source and failed 1.2 to 1.14 test steps. There was uic display error (71-pfc failure) during the time of testing. The unit main power was reset at the lower back of the console, but the unit failed. This failure was a defective (power factor corrector pcb) therefore this issue was confirmed.

Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet ultra system console was selected for use in a thrombectomy procedure. Before the procedure, the system displayed a power error code 71 and patient was already sedated. The procedure was cancelled. No patient complications were reported and the patient's status was stable.